Event description:
A complaint was reported the insulin level readings appeared inconsistent, as they would remain constant and then suddenly drop. There was no adverse impact to the customer's blood glucose level. The customer stated that no further assistance was needed, indicating that the situation may have been resolved or managed without requiring additional support.